Manufacturer narrative:
Device not returned.

Event description:
Philips received a complaint on the intellivue x3 indicating that the measurement server alarms for a technical error on the speaker. A good faith effort (gfe) was made to determine whether the speaker produced sound, but no additional information was provided. The following functional tests were performed: the remote service engineer (rse) confirmed the inop message "speaker technical error" appeared on the device. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue.

Event description:
The customer reported a speaker malfunction inop error. A loss of audio cannot be ruled out based on information currently available. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(6).